Manufacturer narrative:
Physio-control verified the reported issue. Physio replaced the therapy pcba. After performing unrelated repairs, the device passed functional and performance testing and was returned to the customer for use. The removed therapy pcba was evaluated and the issue was isolated to root cause of a shorted transistor, designator q7.

Event description:
The customer contacted physio-control to report that the service indicator is present, two event codes are logged in the memory of their device, and shock would not deliver. One event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. The other event code logged is related to a potential failure of the device to deliver defibrillation energy. There is no report of patient involvement associated to this event.